Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the battery compartment was cracked from the top above pad to cover part. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2018.